Event description:
Using device listed in this report, during a code situation, emergency department staff rn attempted to defibrillate patient. Attempted to deliver charge to patient x 3 without success. Unit would charge but would not deliver jules to patient. Patient had to be resuscitated using defib unit from other cart in area.